Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose levels in the range of 200-400 mg/dl due to kinked infusion cannulas. This concern had been ongoing for 1 month. Normal blood glucose is 105-160 mg/dl. There was no insulin leakage or issues when preparing the infusion set. Headsets were inserted manually. Pt changed the infusion set and bolused to treat her hyperglycemia. F/u was completed on (B)(6) 2011, and blood glucose has returned to normal range. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.